Event description:
Report received indicated that filter migrated. Filter was placed in surgery following instructions for use. The inferior vena cava (ivc) diameter measured about 26 mm in width. Right femoral vein access was done and temporary filter was placed belowe the renal veins in good position. Pt toelrated procedure well and was sent home sometime after implant. However 24 hours after fitler was implanted the pt passed out and returned to the hosp where an echocardiogram was done and demonstrated that filter had migrated to the heart believed to be in the tricuspid valve. Pt was unstable and sent to another where surgery was done to remove filter. Pt is currently at home doing well. Product was discarded and will not be returned for evaluation and testing.